Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 12:00 pm. Customer was treated for high blood glucose reading in intense cure unit. Blood glucose reading during the hospital visit was 500 mg/dl. Customer cannot recall current blood glucose reading. The name of the hospital was (B)(6) hospital. The hospital contact was (B)(6). Customer had diabetic ketoacidosis. Customer states infusion set leaking led to hospitalization. The customer was wearing the insulin pump at the time of the incident. Customer declined further troubleshooting because the issue was the infusion set. Customer reported the infusion set did not detached. Infusion set will be returning for analysis. Insulin pump will not be returning for analysis.